Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. During right superior pulmonary vein (rspv) ablation the guidewire became stuck. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported event was not confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. During right superior pulmonary vein (rspv) ablation the guidewire became stuck. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.